Event description:
Subsequently, additional information received states that there was loss of capture (loc) noted during the visit to the clinic. The local sales representative would discuss option with the physician.

Event description:
Boston scientific received information that the impedances were greater than 2,000 ohms on the left ventricular (lv) lead in all configurations. The impedances went from 484 ohms to greater than 2,000 ohms. Boston scientific technical services (ts) was contacted and discussed that a x-ray be performed. No adverse patient effects were reported. Additional information received from the local sales representative states that a x-ray was performed however there were no issues seen through the x-ray. Programming changes have been made this appears to have resolved the issue.

Event description:
The health care professional (hcp) reported that threshold measurements were high with the lv lead. The morphology was also not changing depending on the configuration.

Manufacturer narrative:
At this time the lead remains in service. Should additional information be received this investigation will be updated.